Event description:
User facility reported on voluntary report (B)(4) that a tabs disposable chair pad did not alarm when patient was lifted from the chair. Facility reported switching the chair pad with a new one, which functioned correctly. Manufacturer contacted facility and sent a local distributor to pick up and return the pad. Facility stated that they did not believe the pad was soiled or exposed to moisture.

Manufacturer narrative:
On evaluation of the pad, the electrical circuit would not close when weight was placed on the pad. Internal, visual examination of the pad revealed evidence of moisture damage, most likely from patient incontinence. User manual cautions as follows: "do not immerse in liquid or use the pad if it has been immersed in liquid. Discard the pad immediately if exposed to liquids."